Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately nine months. Per the operative report, tee revealed a prominent perivalvular leak with retrograde flow into the pulmonary veins. Also, one of the leaflets of the pericardial tissue was seen to be tethered and not properly opening. Patient had a transvalvular gradient calculated to be 19 mmhg. Because of the location of the valve and the difficulty in accessing it through the right pleural space, a median sternotomy was elected even though this was a third time a redo. The left atrium was entered and the prosthetic valve could be seen with one hinge of the valve partially sticking into the atrium. The sutures were cut and all suture materials was debrided out. Left atriotomy incision was then continued down to the annulus of the mitral valve where it was partially opened to free it up so that a larger valve could be seated. A post bypass tee indicated an excellent mitral valve prosthetic function with no perivalvular leak, and no mitral stenosis noted. Also, patient had no significant tricuspid regurgitation at that time.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information. Please note that this patient had a related event; please reference the MDR submitted for device serial number: (B)(4).